Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection (unknown onset).

Event description:
Patient reported "it wasn't right, had to go back under, I had a lift done, everywhere the stitches I could see my flesh, had holes on the sides, everything was split open, possible infection, nipples look distorted" against a left side device. Device remains implanted.